Manufacturer narrative:
(B)(4).

Event description:
It was reported "no green pulse light, no power. Will not power on". No patient involvement.

Manufacturer narrative:
(B)(4)the sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit did not pass the initial power connect test. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. It was also noted that there was some loose plastic that had broken off from the fasteners. The unit still did not pass the initial power connect test. The power fuse box was removed and the resistances across both fuses were measured. The fuses measured 0.2 ohms and ol. The ol measurement indicates an open circuit; that fuse is blown. The complaint has been confirmed. The investigation revealed one of the power fuses was blown. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error.

Event description:
It was reported "no green pulse light, no power. Will not power on". No patient involvement.